Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The acetabular liner and modular head were removed and replaced. During the revision, a liner trial was not utilized and after implanting a maxrom liner, surgeon decided that he needed a liner with an elevated wall so he took it out and implanted a hi wall liner.